Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device received power error 25 due to non-sleep anomaly software error. The device passed displacement test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose reading was 113 mg/dl at the time of incident. Customer was able to clear alarm after a battery change but troubleshooting found that the pump had multiple alarms in the pump history. Customer also indicated that there was an additional power error alarm 2 weeks ago. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.